Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose of 46mg/dl and had passed out earlier in the week. The caller mentioned having bent cannulas and there was a noise coming from the transmitter. The caller stated that the noise started and then it stopped; it had happened for more than two hours. Performed the self and vibration tests and passed. Troubleshooting was performed, and the basal rates were not able to program because of the increments used with the device. Advised the caller to get in contact with her doctor for the correct basal rates. No further information was provided.